Event description:
It was reported that the seat of a scooter was tilting and unstable. Additional information was provided by the user on (B)(4) 2013. According to the user the scooter tipped over during use and caused her to fall. No injuries were reported.

Event description:
It was reported that the seat of a scooter was tilting and unstable.